Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit failed to power-up in battery mode, but functioned appropriately in ac mode. The complainant indicated that there was no patient involvement in the reported malfunction.